Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 898mg/dl. The customer experienced dry mouth and nausea. The caller stated that the event occurred two weeks ago. The customer mentioned that she attempted to remove the battery cap without results. The caller mentioned that the cap has been stripped and the battery was depleted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump was received with stripped battery cap coin slot.